Manufacturer narrative:
Sample was rec'd in a plastic ziplock bag. Visual examination showed only the silicone tube portion with a 100cc reservoir attached. The molded lps flat drain section was not rec'd. There was a piece of black suture thread attached to silicone tube at approx 5.75 inches from break site and a safety pin fixed to the handle of the reservoir. Visual inspection revealed silicone tubing broke at the drain/tubing junction area. Microscopic examination revealed wavy/jagged edges at the fracture site. The characteristics of the fractured area are similar to those which may have been caused by nicks or puncture by a sharp instrument. The sample rec'd was tensile strength tested and the result obtained was 1437 psi. The minimum tensile strength spec for this tubing is 750 psi, which indicates that the unit is over specs and the force used to remove this drain should never reach this value. The product data sheet (pids) provides detailed info regarding precautions for using these drains. Specifically, we warn against handling which may result in breakage of the drains; for example nicks, cuts and tears caused by puncturs, sutures or sharp instruments. This includes handling gently and without excessive force.